Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a bleeding sore. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient drink more water and the irritation improved. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a bleeding sore. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient drink more water and the irritation improved.